Event description:
It was reported the insulin pump had been powering down with out a low battery alert prior to off no power alert. Customer's blood glucose was 100 mg/dl. Customer's mother declined troubleshooting and just wanted the device replaced. No further information reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarms were noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.